Manufacturer narrative:
The fse stated that the issue occured during probe backwash and not during sample aspiration as reported by the customer. The fse found the rinse block was not completely extended to the end of the probe and was not able to capture the entire backwash from the probe. The fse lubricated the bearings to resolve the issue. The fse verified the repair and validated the system. (B)(4).

Event description:
The customer reported the rinse block was moving and approximately two (2) drops of bloody fluid squirted out from the probe of the coulter hmx hematology analyzer with autoloader during sample aspiration. There was no report of injuries, erroneous results, direct physical contact with the fluid, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the event occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.